Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, when the device was switched to ac power, it "emanated a strong burn odor" and the port of the ac power input showed burn traces. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.